Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2022-00163. It was reported that stimulation on the leads was reducing on its own. During device assessment, most of the lead contacts displayed high impedance. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the leads were explanted and replaced restoring effective therapy.